Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and her blood glucose was 795mg/dl. The nurse stated that the customer was vomiting, weak, and had fever. The caller stated that the doctor has not determined the cause of her admission. No further information was provided.